Manufacturer narrative:
The plungers were sticking on the auto contour box which caused the head not to lower. Customer worked the plungers back and forth several times which freed them up. It was recommended to replace the auto contour module. Customer stated they will use as is.

Event description:
Account stated that the head section will not lower. No report of injury. Account reseated the plungers on the auto contour to correct the issue.